Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm. Customer¿s blood glucose level was in mid 100 mg/dl. Troubleshoot was performed. Customer did not receive low battery alert prior to the replace battery now alarm. Customer states the battery was not previously used. Customer states the pump was not dropped. Customer states there were not unattended alarms and new battery resolved the issue. The customer also stated that pump had broken piece of battery compartment upper rim. The customer was advised that the pump will be replaced. The pump will be received for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing. Unit was received with scratched case and cracked select button keypad overlay. Pump was received without the original belt clip and unable to verify broken belt clip. No broken/crack battery tube threads noted.